Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month of post deployment, an ultrasound lower extremity venous study was performed, which showed normal study of deep veins and no evidence of deep vein thrombosis. Around, seven years and nine months later, patient presented with the complaints of abdominal and back pain with no other attributable cause. The pain becomes severe particularly in back and unrelated to activity. Patient was seen another vascular surgeon, who obtained imaging and noted that the inferior vena cava filter was protruding outside the vena cava. Due to the length of time the filter has been in place, it is not felt to be retrievable percutaneous methods and patient was referred for open removal of the filter. Around, twenty-six days later, patient presented with the complaints of abdominal and back pain. The pain becomes severe particularly in back and was unrelated to activity. Attempts at percutaneous retrieval had failed and planned for open procedure to retrieve the filter. On the same day, patient was planned for filter removal. Through the midline laparotomy incision and incising the retroperitoneum, good exposure to the inferior vena cava was attained. Intraoperative procedure showed that multiple prongs that were sticking well outside the inferior vena cava into the surrounding tissues. Attempted to snare the hook of the inferior vena cava filter through the sheath, but ultimately this proved impossible as the filter did not have a hook on the caudad end of it. Then tried using wire cutters to cut all the portions of filter that were protruding outside of the inferior vena cava and manipulated the tip of the filter through the cavotomy. Then passed the distal end of the suture through the sheath and then able to pull the cava into the sheath using the silk suture even though there was no hook on it. Using this method, the filter was now removed from the inferior vena cava and then removed from the field. There were no remnants with the inferior vena cava filter remaining. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device was removed via an open chest procedure. The current status of the patient is unknown.